Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was failed incoming functionality testing.